Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was "high" mg/dl; cause was unknown. The customer administered a correction bolus via the pump to address the bg. The customer reverted to an alternate method in insulin therapy.